Event description:
Reported experiencing high blood glucose (in the 30's {mg/dl}) in 2004, which patient successfully self-treated by bolusing 4 u of insulin. The next day, the patient experienced high blood glucose again (in the 500's (mg/dl}), so patient bolused 5 u of insulin, but then 30 minutes later patient's blood glucose tested as "hi". Patent switched to back-up device and discovered that insulin had leaked into the insulin cartridge chamber of the original device (it is unknown whether or not an error or not an error message was generated by the the original device in conjuction with the insulin leakage.